Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information via the funeral home and physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4): product ID d314trg, implanted: 2012-(B)(6); product ID 419378 implanted: 2004-(B)(6); product ID 5076-52, implanted: 2004-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead in segments was returned and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead was performed only.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.